Event description:
During pt's hospital stay, foley catheter was placed to help urinary output. Rn noticed in the morning that the catheter was pulled out, and laying on floor near bedside. On closer inspection, it was determined that the distal segment broke off from the balloon and was retained in the pt. Pt doing well and voiding has been relatively stable.